Event description:
The event is reported as: alleged issue: 6 days after the intervention, patient still in the hospital complained of itching. The nurse discovers an inflammation. The surgeon decided to remove the staples. No patient injury reported. Patient current condition is fine.

Manufacturer narrative:
A visual inspection of the picture received was performed and redness at staple sites could be observed. No other defects were found. A device history record (DHR) review could not be conducted since the lot number was not provided. Assessment was conducted and no changes required. Although, from the picture it was observed that redness at staple sites was found the complaint cannot be confirmed and a conclusive root cause can not be determined since the sample was not available. However, the manufacturer will continue to trend relating complaints.